Event description:
It was reported by the patient that she is allergic to the adhesive on the 72r electrodes. She still needs 6-9 months of bone stimulator treatment, and she is wondering what can be done. It was later reported on (B)(6) 2022, that the patient stated that she wears the electrodes on her neck. The patient stated that her skin was red. Itchy, raw, ulcerated, weepy and "looked like liver." The patient stated that she has been treating for three months but the allergic reaction happened within the first week and has continued. The patient reported that she had blisters on her skin but no swelling. The patient stated that the reaction was only under where the electrodes were placed. The patient stated that she changed the electrodes daily but did not rotate them as they need to be on the bone. The patient stated that she only cleans the area with soap and water and does not have sensitive skin, any allergies, or seasonal allergies. The patient reported that she does not take any blood pressure medication and that there are no changes to any topical products used. The patient stated she spoke to the doctor who wants her to continue treatment. The patient stated that she was prescribed a steroid cream for the allergic reaction from the hospital. The patient will try treating with 63b electrodes when her skin heals.

Manufacturer narrative:
Zimmer biomet complaint (B)(4). Date of event: the event occurred sometime in (B)(6) 2022. The device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is complete, a supplemental medwatch 3500a will be submitted.

Event description:
It was reported by the patient that she is allergic to the adhesive on the 72r electrodes. She still needs 6-9 months of bone stimulator treatment, and she is wondering what can be done. It was later reported on (B)(6) 2022, that the patient stated that she wears the electrodes on her neck. The patient stated that her skin was red. Itchy, raw, ulcerated, weepy and "looked like liver." The patient stated that she has been treating for three months but the allergic reaction happened within the first week and has continued. The patient reported that she had blisters on her skin but no swelling. The patient stated that the reaction was only under where the electrodes were placed. The patient stated that she changed the electrodes daily but did not rotate them as they need to be on the bone. The patient stated that she only cleans the area with soap and water and does not have sensitive skin, any allergies, or seasonal allergies. The patient reported that she does not take any blood pressure medication and that there are no changes to any topical products used. The patient stated she spoke to the doctor who wants her to continue treatment. The patient stated that she was prescribed a steroid cream for the allergic reaction from the hospital. The patient will try treating with 63b electrodes when her skin heals. No additional patient consequences have been reported. 72r electrodes were not returned for further evaluation.

Manufacturer narrative:
Corrections in b4: date of the report, b5: event description, d3: manufacturer g1: contact office, g6: type of report, h2, h8 and h3. Additional information in h4: device manufacture date, h6: component, investigation type, findings, and conclusions and h10: additional narrative. This follow-up report is being submitted to relay additional and corrected information. The device was not returned to highridge medical for evaluation. The reported event was unable to be confirmed due to limited information received from the customer. The device history record was reviewed, and no discrepancies related to the reported event were found. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Highridge medical will continue to monitor for trend.